Event description:
It was reported that one month post implant, the patient presented with an increase in threshold and a pericardial effusion. An attempt to reposition the lead was unsuccessful. In the process, the lead pin was damaged and stylet insertion was prevented. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.